Event description:
Philips received a complaint on a sure signs vsi - nbp/spo2 device indicating that the machine kept freezing. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) worked with the customer biomedical engineer (biomed). The device kept freezing during the boot-up process. It was determined that the cause of the issue was a failure of the main board functionality. The reported problem was confirmed. The customer was provided information on ordering a replacement main board to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.